Manufacturer narrative:
Continuation of d10: product ID 383069 lead, implant date (B)(6) 2023;  product ID w1dr01 ipg, implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately four months post implant that the patient presented to the emergency room with phrenic nerve stimulation. The patient also had twiddlers syndrome. The right atrial (ra) lead exhibited a decrease in p waves and high thresholds with possible loss of capture. Position check of the ra lead failed also. Xray was completed showing the lead had dislodged and was pacing in the superior vena cava (svc) and capturing the phrenic nerve. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead, and it was not obstructed. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with a large amount of blood visible in the lead body on the proximal conductor. Visual inspection found a cut on the outer insulation. The breach of insulation allows blood ingress into lead body. Due to the amount of blood and time length of the implant, the outer insulation breached was occurred at implant and positively contributed to the electrical complaints. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.